Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore the color reproduction was inadequate, and the video cable is broken therefore the image was not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the r-unit (another term for charged coupled device) is broken, the video cable is broken, image is not displayed and color reproduction is inadequate. There was no patient involvement.